Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that there was a cracked tube. The following information was provided by the initial reporter: stage: after opening the package defect: obvious scratches on the pipe wall quantity: 1 piece.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1917413-2023-00986 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) hospital. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that there was a cracked tube. The following information was provided by the initial reporter: stage: after opening the package . Defect: obvious scratches on the pipe wall. Quantity: 1 piece.